Manufacturer narrative:
Returned iol was cut in 2 pieces with one attached and broken haptic. The causal relationship between the device and the adverse event is undeterminable. The lens met all specifications prior to release to market.

Event description:
It was reported that during cataract surgery with cataractous lens removal the intraocular lens decentered and the posterior capsule tore. The incision was enlarged to remove the intraocular lens, and a sulcus lens implanted without complication.